Event description:
It was reported that the pt underwent a sling procedure in 2004. Bleeding occurred during the procedure. The pt's blood pressure dropped, and it took 20 minutes to control the bleeding. The physician performed a exploratory procedure and no serious vascular injury was noted. The pt has recovered and is doing well.